Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: the synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.0417. The maximum crimped stent profile specification. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-jun-2023. It was reported that stent damage were encountered. The 90% stenosed, 3mm x 28mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.00 x 28 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent had burrs. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent detachment.